Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, with arterial waveform quality. And clotted inner lumen. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. User was very appreciative of the assistance provided. No harm or injury reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).